Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on the shock channel and ventricular electrograms of this defibrillation lead. This noise is not reproducible. No pacing inhibition and no patient symptoms associated with this clinical observation.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed possible causes. Further information noted that this cause was diaphragmatic oversensing in which the sensitivity was adjusted to least and tested safely with defibrillation threshold testings. As of today, the lead remains in service and the device was ultimately explanted due to normal battery depletion and returned. Detailed analysis is pending. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.